Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was inserted into the left atrium. Back bleed was performed. Bleeding stopped due to negative pressure when the patient inhaled, and the physician immediately closed the valve. Transesophageal echocardiogram (tee) revealed air bubbles in the aorta. Blood was pulled from the was side port to aspirate the air bubbles and air was successfully removed from the vasculature. The watchman procedure was aborted. The patient remained stable throughout and had no issues upon awakening. The patient will undergo a head computed tomography (CT) and is expected to re-attempt implant in a couple weeks. Air was never visualized inside the was but was suspected to have entered through the was during the back bleed when the patient inhaled.

Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was inserted into the left atrium. Back bleed was performed. Bleeding stopped due to negative pressure when the patient inhaled, and the physician immediately closed the valve. Transesophageal echocardiogram (tee) revealed air bubbles in the aorta. Blood was pulled from the was side port to aspirate the air bubbles and air was successfully removed from the vasculature. The watchman procedure was aborted. The patient remained stable throughout and had no issues upon awakening. The patient will undergo a head computed tomography (CT) and is expected to re-attempt implant in a couple weeks. Air was never visualized inside the was but was suspected to have entered through the was during the back bleed when the patient inhaled. It was further reported that the CT scan was clear and the patient experienced no adverse events. Seventeen (17) days post-initial implant attempt, the patient returned for re-attempt of the laa closure procedure. The procedure was successfully completed with implant of a watchman closure device in the intended location.

Manufacturer narrative:
B5: additional information added h6: impact code updated from absence of treatment to delay of treatment device evaluated by MFR.: the watchman truseal access system was returned for device analysis. The tip, sheath, and hub were microscopically, tactilely, and visually inspected. No damage or defects were identified. A functional test was performed by attaching a syringe filled with water. The device was flushed without issue. The reported allegation could not be confirmed as clinical circumstances could not be replicated.